Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hard plastic tip of the male luer adapter of a clearlink system continu-flo solution set broke off inside an extension tubing set. This caused blood to back up in the extension tubing and left the luer lock in the open position. This was identified when disconnecting the set after the medication infusion was completed. The nurse attempted to remove the plastic tip from the extension tubing with a clamp, but it could not be removed. The reporter stated, ¿they had to start a new IV and remove the old IV¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.